Manufacturer narrative:
Non-invasive testing was performed. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. During bench testing, there was an abnormal whining noise coming from the ventilator. The event trace was downloaded for review. The date of the reported incident was (B)(6)2015. The event trace indicates this operational period started on (B)(6) 2015 at 02:59 pm and ended on (B)(6) 2015 at 09:50 pm. The event trace indicates the ventilator issued a low pressure alarm condition and a low minute volume alarm condition 65 seconds prior to being properly powered down. These alarm condition entries have no associated alarm clear entries.

Event description:
It was reported that the ventilator had alarmed and the patient was not breathing while connected to the ventilator. The patient was removed from the ventilator, manually ventilated and transported to the hospital. It was later revealed that the patient's trach had a mucus plug in it and could have possibly occluded ventilation efforts. The patient had neurological damage as a result of the reported event.